Event description:
The nuts on the caster bolts allegedly loosened, allowing the bolts to work their way out, resulting in the caster journal collapsing. The consumer allegedly fell forward out of the chair and sustained a broken leg.

Manufacturer narrative:
Manufacturer received a complaint that a manual wheelchair manufactured by invacare was involved in an incident involving hardware loosening and working its way out. This allowed the caster journal to collapse, and the consumer allegedly fell forward out of the chair breaking their leg. The chair has been in service for 13 months and maintenance and service history is unknown. Current user guide covers this area. Nature of complaint suggests improper maintenance. Dealer has serviced the chair and the chair remains in use. MDR filed based on alleged serious injury.